Manufacturer narrative:
Date of birth: unknown date in 1947. Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 7 catalog#: 42502606202 lot#: 63546783, tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 63546118, all poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 63372078. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee procedure. Subsequently, the patient was revised due to instability.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0002648920-2018-00095-1.

Event description:
The information provided on this form was previously submitted under manufacturing report number 0002648920-2018-00095-1.